Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'door spacer missing' which was reproduced through visual review. The reported condition was verified. The cause was determined to be a missing direction of flow label and case shimming label. The door spacer was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing door spacer. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.